Event description:
It was reported that a cerebral vascular accident occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. Before the procedure began, echo imaging showed smoke that was severe enough for the physician to administer isoproterenol to the patient. It was confirmed that there was no thrombosis that was present so the procedure was started. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no complications that were reported. The patient was discharged from the hospital on an unknown date. On (B)(6) 2020 the patient was admitted to the hospital with a complaint of muscle weakness in their left hand. A MRI showed that there was an infarct at the right parietal lobe. The patient was diagnosed with a cerebral vascular accident. The physician changed the medication regimen that the patient was being administered. The patient was switched from rivaroxaban and ticlopidine hydrochloride to apixaban and clopidogrel sulfate. After changing the medication the patient recovered and the symptoms resolved. The patient is doing fine following these events.